Event description:
A remedial action has been initiated to notify the customer and remove affected product from the field. Abbott point of care will be taking a multi-phase approach in removing existing gcx mountable downloader rechargers and replacing them with the newest product design. The new design includes improvements to: reduce the ECG noise interference between the gcx mountable downloader recharger and the phillips pt monitoring system through the use of a new power supply, provide a strain relief for the power cord connector and addresses the recharging pin failures. This action will be conducted in cooperation with the u.s. Food and drug administration.

Manufacturer narrative:
Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration. (B)(4).